Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) went into an inappropriate or unexpected device reset. The icm was successfully restored with the assistance from technical services (ts). No patient consequences were reported.